Event description:
Customer reporting false negative sars on 1 patient (unknown if symptomatic or asymptomatic). Customer reporting result was confirmed positive by pcr. Attempts were made to obtain further information from the customer without success.

Manufacturer narrative:
Investigation summary: a review of the product did not find any unusual trend for the reported complaint category. Without a lot number, no further investigation can be conducted. Root cause: insufficient information. Source: phone.